Event description:
It was reported that the patient's battery overheated and emitted a burning smell. A new replacement device was sent to the patient. No serious injury was reported. Additional information has been requested but it has not been made available as of the date of this report.